Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on august 27, 2018. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth, weight and ethnicity were not provided for reporting. This report is for (band-aid kizu power pad large ap 37131786). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338). UDI: (B)(4). Upc: (B)(4). Lot number: 2668c. Device is not expected to be returned for manufacturer review/investigation. Report source: device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A mother reported on behalf of her daughter an event with kpp. The mother reported that she used kpp for her child¿s wound on the knee about 3 months ago. The wound subsided after about 1 month. Thereafter, the application site of kpp became red and keloid like and the reporter observed the child¿s condition as she thought that it would subside as time passed. However, the symptom did not change at all, and the reporter visited a dermatologist and was prescribed an internal medicine and ointment.